Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak in the steerable guide catheter (sgc). It was reported that during preparation, the sgc was unable to hold column. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.